Manufacturer narrative:
Device eval: the eval is not complete. A review of the device history record did not reveal any exception documents. Complaint data base was reviewed and found no similar complaints for this lot number. Device history records was reviewed, complaint data base was reviewed. Conclusions: the investigation is not complete. A follow-up report will be submitted when add'l info is available.

Event description:
The complainant reported that during a ventriculogram procedure the rotator on the injector tubing ruptured. No contrast was sprayed on the lab staff. No harm or injury to the pt was reported.